Event description:
It was reported that a solution administration set had air in the tubing ¿prior to the 3-way stopcocks¿. This occurred during infusion of vancomycin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo for evaluation; however the photo was unclear and it was not possible to verify the reported problem from the provided photograph. Two retained samples were visually inspected with no problems noted. The samples were connected to an in-house bag and primed. They were connected to a pump and functionally tested. There was no air observed and the samples passed the testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted